Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a vent inop (inoperative) condition while operating on battery power and the battery was not sufficiently charged. The device was in clinical use when the issue occurred. The ventilator was swapped with a different ventilator. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery that was not sufficiently charged. The rse advised the customer that if the battery is low, it would be expected that the device would experience a vent inop until connected to an alternating current (ac) power source. The rse also informed the customer that the battery should be fully charged before being put on patient. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.